Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement, as observed on the xray. The dislodgement was attributed to inadequate securing of the lead sleeve and device fixation. As a result, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.